Event description:
It was reported that after use of the aiqca, the provider noticed the patient was burned by the acumen cuff. No troubleshooting done as it was noticed after completion of use. Follow up attempts have been made to gain further details regarding the condition of the patient's skin and if the cuff was used during magnetic resonance imaging, as there are no components contained within the finger cuff that would burn a patient's skin. The device is not available for return.

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.